Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-15975, 3006705815-2022-15976. It was reported that the patient's controller was displaying the replace generator soon message and high impedances were observed on one lead. As a result, the patient underwent surgical intervention during which the ipg and both leads were explanted and replaced.